Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with bolus. Troubleshooting was done for high blood glucose and under delivery. Customer states that they were hospitalized but not related to insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege pump was under delivering. Customer states that auto mode was active and cannula was bent. The insulin pump will not be returned for analysis.